Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.50x8mm nc trek balloon dilatation catheter (bdc) was not soaked before use. The 3.50x8mm nc trek bdc was advanced, without resistance, to the 50% stenosed mid left anterior descending coronary artery lesion which had no tortuosity and mild calcification. Inflation was attempted four times, but each time the balloon was pressurized, the bdc moved out of the lesion. The fifth inflation was a success. During the sixth inflation, the 3.50x8mm nc trek balloon ruptured at 10 atmospheres (atm). The 3.50x8mm nc trek bdc was simply removed from the patient anatomy without issue and a new 3.5x8mm trek bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported balloon movement during inflation could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In addition, it was reported that the balloon catheter was not soaked prior to use. It should be noted that the nc trek, coronary dilatation catheters (cdc), instruction for use (IFU) specifies: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.